Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display was noted. All operating currents were within specification and no unexpected low battery, failed battery test, battery out limit, off no power or weak battery alarm was noted during testing. The insulin pump passed the self test and unexpected restart error test. No error alarms were noted during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube near the reservoir tube window. No damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had alarmed multiple error alarms, including battery out limit, weak battery, and failed battery test. The customer stated that they changed the battery the night prior to the phone call. In the morning they woke up with blood glucose of 199 mg/dl. A few hours later it had gone up to 315 mg/dl. The customer wanted to deliver a bolus and noticed that the insulin pump had a blank display. Troubleshooting was performed. The battery was changed and the display returned and the device did not alarm any errors. The customer stated that they would still like the device to be replaced. By the end of the phone call the customer's blood glucose was 278 mg/dl. Nothing further was reported.